Manufacturer narrative:
(B) (4). (B) (4). Results: dissection.

Event description:
The patient had one lesion treated. One endeavor rx drug-eluting stent was implanted to the mid rca. A dissection is reported to have occurred during the index procedure. One endeavor rx drug-eluting stent was implanted (overlapping) to mid rca as treatment of complication/bailout after stent implantation to cover target lesion. The investigator does not assess the relationship between the event and the study stent. Patient was asymptomatic at 1 month, 6 month, 1 year and 1.5 year follow-up. Patient had cardiac status of stable angina at 2 year follow-up.